Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada hemorrhage device placed but did not control bleeding. [Device ineffective] emotional distress [emotional distress]. Case narrative: this spontaneous report originating from united states was received from a female patient of unknown age referring to herself. The patient¿s historical condition, current condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2023, the patient underwent insertion with vacuum-induced hemorrhage control system (jada system) (lot #, serial # and expiration date were not reported) via vaginal route (defaulted) for bleeding. On (B)(6) 2023, vacuum-induced hemorrhage control system (jada system) hemorrhage device placed but did not control bleeding (device ineffective). Was told this device never fails and website claims 94% success yet customer footing bill of device needed in crisis with no time to make informed decision. Clinical trial on only 107 people. Device needed to save life yet not covered by insurance and failure resulting in need for additional intervention. Emotional distress from incident. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn on (B)(6) 2023. The outcome of events device ineffective and emotional distress was unknown. The causality assessment was not provided. Upon internal review, the event device ineffective was determined to be serious due to life threatening and required intervention (devices). Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Follow-up information received from female patient on 03-apr-2024. The patient stated that the device was failed but was unable to provide additional details regarding the device failure. The patient did not know if it was something with the vacuum-induced hemorrhage control system (jada system) or her body. Patient stated she did not know the name of the provider that inserted the vacuum-induced hemorrhage control system (jada system) as it was not her normal obstetrics. No further information available.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada hemorrhage device placed but did not control bleeding. [Device ineffective] emotional distress [emotional distress]. Case narrative: this spontaneous report originating from united states was received from a female patient of unknown age referring to herself. The patient¿s historical condition, current condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2023, the patient underwent insertion with vacuum-induced hemorrhage control system (jada system) (lot #, serial # and expiration date were not reported) via vaginal route (defaulted) for bleeding. On (B)(6) 2023, vacuum-induced hemorrhage control system (jada system) hemorrhage device placed but did not control bleeding (device ineffective). Was told this device never fails and website claims 94% success yet customer footing bill of device needed in crisis with no time to make informed decision. Clinical trial on only 107 people. Device needed to save life yet not covered by insurance and failure resulting in need for additional intervention. Emotional distress from incident. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn on (B)(6) 2023. The outcome of events device ineffective and emotional distress was unknown. The causality assessment was not provided. Upon internal review, the event device ineffective was determined to be serious due to life threatening and required intervention (devices). Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.

Event description:
Jada hemorrhage device placed but did not control bleeding. [Device ineffective] emotional distress [emotional distress] case narrative: this spontaneous report originating from united states was received from a female patient of unknown age referring to herself. The patient¿s historical condition, current condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2023, the patient underwent insertion with vacuum-induced hemorrhage control system (jada system) (lot #, and expiration date were not reported) via vaginal route (defaulted) for bleeding. On (B)(6) 2023, vacuum-induced hemorrhage control system (jada system) hemorrhage device placed but did not control bleeding (device ineffective). Was told this device never fails and website claims 94% success yet customer footing bill of device needed in crisis with no time to make informed decision. Clinical trial on only 107 people. Device needed to save life yet not covered by insurance and failure resulting in need for additional intervention. Emotional distress from incident. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn on (B)(6) 2023. The outcome of events device ineffective and emotional distress was unknown. The causality assessment was not provided. Upon internal review, the event device ineffective was determined to be serious due to life threatening and required intervention (devices). Medical device reporting criteria: serious injury when the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.